Event description:
It was reported that during a implant procedure, the right atrial lead helix was slightly extended. This was noted after several attempts to insert the lead into the superior vena cava (svc) from the subclavian vein, however the physician was concerned that the helix may have been extended already when the new lead was removed from the box. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.